Event description:
It was reported the implantable neurostimulator (ins) caused increased spasticity of parkinson's disease. Normal battery depletion was noted as 'no.' The device was replaced with a pump device for pain management. The patient recovered without sequela.

Manufacturer narrative:
Analysis found that the neurostimulator was functionally okay, with insignificant anomalies. Analysis of the extension ((B)(4)), found that the body was cut through, and the product was segmented, but the continuity was acceptable. There were no significant anomalies. Analysis of the extension ((B)(4)), found that the body was cut through, and the product was segmented, but the continuity was ac ceptable. There were no significant anomalies. Analysis of the lead ((B)(4)), found that the body was cut through, and the product was segmented, but the continuity was acceptable. There were no significant anomalies. Analysis of the lead ((B)(4)), found that the body was cut through, and the product was segmented, but the continuity was acceptable. There were no significant anomalies. Analysis of the anchor found no anomaly.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension; product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension; product ID 3550-39, product type accessory; (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.